Event description:
It is reported that during a revision for infection, cracks in the trilogy liner were noticed.

Manufacturer narrative:
Info was rec'd from a journal article. Eval summary: a revision surgery was performed 4 days after an initial revision tha. A 40 mm longevity liner was explanted during the revision. The paper claims 2 cracks were found within the anti-rotations notches in the rim based on fiber optic illumination and confirmed with sem analysis of the fracture surfaces. The cracks were shallow and all originated at the root of the notches machined in the unsupported rim of the liner. Despite these cracks, the liner was fully intact and fully functional at the time of the revision. The text of the article is the only source of info available for review at the time of this complaint. Surgical notes, x-rays or parts were not available for examination. The article does not describe the method or tools used to implant or explant the liner. The lack of returned parts makes it difficult to confirm the findings stated in the article. Further, the liner was only in-vivo for less than 1 week which does not support the allegation of a fatigue initiated crack and subsequent crack propagation due to repeated loading. From the info provided in the article regarding this case, it is not possible to confirm the cause of the alleged cracks in the longevity liners. At this time, no design issue is defined from the evidence provided in this article. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. The journal of arthroplasty.